Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple, temperature alarms. Reportedly, the customer was outside in the heat at the time of the alarms. The customer's blood glucose (bg) level was in the high 200's (mg/dl), and the customer delivered a correction bolus to address bg level. Reportedly, the alarms were ultimately cleared and the customer was able to resume insulin delivery.